Manufacturer narrative:
(B)(4). Batch # p5635t. Device evaluation: the analysis results showed that the tl30 device arrived with no apparent damaged and with a reload loaded in the device. The reload was received partially loaded with only 2 staples present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a retosigmoidectomy procedure, during handling of the stapler, there was extrusion and release of the clamps before the drive, method by which we requested new stapler in order to finish the procedure. There were no patient consequences reported.